Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: patient presented for follow-up. She stated that she feels depressed, anxious, irritable and angry. On (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: patient presented for follow-up and stated that there is no significant improvement or deterioration in moods. Still depressed and anxious. Diagnosis: major depression, recurrent, with pshycotic features, alcohol dependence unspecified ,cocaine dependence. On (B)(6) 2013; (B)(6) 2014; (B)(6) 2015: under case management program, the patient was seen at home/ office on these dates and counseled on her health conditions, particularly on tackling depression and grief. On (B)(6) 2015: patient presented for follow-up and stated back pain problem. On (B)(6) 2015: patient presented for an office visit. Reportedly, she had a recent heart cath, minor blockage, had 2 angioplasty, out-patient, feels a little sore. States other than that she has been fine, sleep is down. On (B)(6) 2015 patient presented for an office visit with complaints of restless leg syndrome and sleep disturbance.

Event description:
It was reported that on (B)(6) 2011 the patient with a history of intractable back and leg pain presented with pre op diagnoses of de generative disk disease with instability and radiculopathy at l5-s1. The patient underwent the following procedures: bilateral non segmental pedicle screw instrumentation, l5-s1. Posterior interbody arthrodesis using peek cage, bmp and locally harvested bone graft for fusion of l5-s1. Posterior lateral arthrodesis using compression resistant matrix, bmp and locally harvested bone graft. Posterior lateral decompression at l5-s1 to decompress the l5 nerve root. Lumbar decompression at l5-s1 to decompress the s1 nerve root. Insertion of biomechanical device at l5-s1. Per the op notes, an 8 mm peek cage was brought into the field. It was filled with bmp soaked sponge and locally harvested bone, which had been previously morselized. A construct of compression resistant matrix, bmp and locally harvested bone was placed into the anterior disk space and tamped down. The peek cage was then inserted and rotated and tamped anteriorly. Once this was done, posterior lateral arthrodesis was completed using compression resistant matrix, bmp sponge and locally harvested bone graft. This construct spanned transverse processes of ls to the sacral ala, which had been previously decorticated. Lateral radiograph showed the pedicle screws and the interbody graft were in good position. No patient complications were noted. (B)(6) 2011 the patient underwent x-ray of the lumbar spine. Findings: two surgical screws are seen in projection with the l5 vertebra and two are seen in projection with the s1 vertebra. There is now a spacer at the level of the l5-s1 disk space. The alignment appears anatomic. (B)(6) 2011 the patient was discharged home with the following diagnoses: lumbar degenerative disk disease. Radiculopathy. On (B)(6) 2011 the patient presented with complaints of being very anxious, nervous, stressed and depressed. The patient denied having any hallucinations. (B)(6) 2011 the patient was status post op tlif l5-s1. (B)(6)2011 the patient was 1 month out from a lumbar fusion. She still complained of quite a bit of pain. Musculoskeletal exam showed right hand swollen tender and back review revealed spinal tenderness in the lumbar region, spasm, decreased range of motion. Assessment: lumbago, post laminectomy syndrome lumbar region, sciatica, dysthymic disorder. (B)(6) 2011 the patient presented for the follow up and underwent CT of lumbar spine due to low back pain. Impression: posterior migration of interosseous spacer at the lumbosacral junction, with migration of an osseous fragment and probably some soft tissue component into the central and left l5-s1 canal and left foramen. Other hardware position looks anatomic and no other pathology is evident. (B)(6) 2011 the patient was status post a lumbar fusion. She has obtained a CT scan, which showed slight posterior migration of her inner body graft. Otherwise, the CT was okay.

Event description:
It was reported that on (B)(6) 2015, the patient visited the facility with complaint of low back pain radiating to left ankle , right ankle , calfs , feet thighs. The patient underwent urine drug screening. On (B)(6) 2015, the patient was admitted in emergency room due to convulsions . Also underwent CT head which indicated that patient was actively having pseudoseizure . The patient also underwent cbc, urinalysis . On (B)(6) 2015: patient visited the facility due to neck and lower back pain. On (B)(6) 2015: the patient underwent cbc w/auto differential and bmp ( basic metabolic panel ) (B)(6) 2015, the patient presented with pre-op diagnosis of chest pain. The patient underwent following procedures: coronary angiography. Right the femoral axis. Left ventriculogram. On (B)(6) 2015:the patient presented with diagnosis of right lower quadrant pain and urinary tract infection. The patient underwent pathology examinations. The patient also had CT for pelvis and abdomen . Impression : focal loop of moderately dilated small bowel within the right upper quadrant. On (B)(6) 2015,the patient visited due to pelvic pain and requested for medicine refill. On (B)(6) 2015, the patient presented for follow up of ¿rlq-low¿. CT of abdomen study indicated focal loop of moderately dilated small bowel within the right upper quadrant. On (B)(6) 2015, the patient presented for ultrasound of pelvis. Impression : the uterus and adnexae are not seen . The ovaries may be obscured by overlying bowel gas and cannot be assessed by this modality. On (B)(6) 2015, the patient was admitted with diagnosis of cardiac catheterization . The patient underwent ultrasound arterial system right lower extremity . Impression : normal exam. On (B)(6) 2016, the patient presented with constipation difficulty and described it as burning . Also experiencing abdominal pain , bloating , nausea and pain. On (B)(6) 2016, the patient presented with complaint of right lower quadrant pain. The patient underwent CT abdomen and pelvis with and without contrast. Impression : atherosclerotic disease; no gi or gu tract obstruction. No bowel wall thickening or pneumatosis; normal CT appearance of the right groin without evidence for fluid collection or mass lesion. No vascular abnormality.

Event description:
On (B)(6) 2001 the patient presented for follow-up and reported arm, neck and shoulder pain. She had been using a sling for support. On (B)(6) 2001 the patient presented for follow-up and reported arm pain, weakness and headaches. On (B)(6) 2001 the patient presented for follow-up and reported arm pain and weakness. She also reported increasing color changes in her right arm and says she feels excessively hot or cold in her arm. Also headache were coming every other day. On (B)(6) 2001 patient presented for follow-up and reported headache and sharp continuous right arm pain. On (B)(6) 2001 the patient also underwent the following procedure: right stellate ganglion block. The patient tolerated the procedure well. On (B)(6) 2002 patient presented for follow-up and reported headache and sharp continuous right arm pain. She also claimed visual symptoms such as blurred vision, tunnel vision and some double vision. On (B)(6) 2002 the patient underwent the following procedure: right stellate ganglion block. The patient tolerated the procedure well. On (B)(6) 2002 the patient underwent the following procedure: right stellate ganglion block. The patient tolerated the procedure well. On (B)(6) 2002 patient presented for follow-up and reported headache and sharp continuous right arm pain. She reported that nortriptyline caused her tongue to swell and the injection was not helping. On (B)(6) 2002 patient presented for follow-up and reported headache and sharp continuous right arm pain. She reported a mild concussion involving a tda and was waiting for a spinal cord stimulator. On (B)(6) 2009 patient underwent CT head without contrast. Impression: limited unenhanced CT brain shows no focal abnormalities. If symptoms are persistent, additional imaging additional imaging evaluation such as MRI should be considered.